Event description:
It was reported that a 3.0 x 12 mm nc traveler was going to be used for post-dilatation; however, during unpacking, the protective sheath and stylet could not be removed from the balloon. Slight force was applied but the sheath still could not be removed and the distal shaft bent. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported difficulty removing the protective sheath and stylet could not be confirmed due to the protective sheath and stylet not being returned. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for kinked shaft, difficult to remove stylet or difficult to remove the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.